Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports part of the catheter ruptured during hemodialysis and could not be used. The juncture was found broken during plasma osmolality.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained signs of use in the form of adhesive material and an unknown residue on the luer hubs. The returned catheter was visually examined with and without magnification. Visual examination revealed that the venous extension line hub was cracked. No other defects or anomalies were observed. The inner and outer diameter of the extension line were measured and were found to be within specification. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the extension line hub. Testing the arterial extension line did not reveal any leaks. A device history record review was performed on the catheter with no relevant findings. According to the manufacturer, the lots were 100% inspected for cracks during manufacturing and the scrap rates were consistent with historical values. The IFU provided with this kit cautions the user "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a cracked luer hub was confirmed through complaint investigation. The venous extension line hub was confirmed to be cracked during visual examination. A functional leak test was performed, and no other cracks were detected. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the sample received it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports part of the catheter ruptured during hemodialysis and could not be used. The juncture was found broken during plasma osmolality.